Manufacturer narrative:
Age at time of event: 18 years or older. Initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. A 6fr non-bsc introducer sheath was used via the right inguinal. The 90% in-stent restenosed of about 5cm target lesion was located in the moderately tortuous and moderately calcified left superficial femoral artery. After intravascular ultrasound (ivus) checking, a 5.0mmx60mmx135cm (4f) sterling balloon catheter was advanced for dilation. Since good dilation was not obtained at 6 atmospheres, pressure was applied as it was, but could no longer be applied any more at 8 atmospheres. When balloon was deflated once, blood was drawn into the plunger, so it was concluded that the balloon ruptured. The device was removed, and when it was checked outside the body, leakage of contrast media was found from the part that probably came in contact with the calcified part. The procedure was completed with a different device.